Event description:
It was reported that during a surgical procedure error 730 was observed. The console was restarted and the system started to work again without any problems. The site attempted to use the unit after the error message cleared but the error message appeared again and the procedure was canceled. Anesthesia had been administered. The patient outcome was reported as: ok.

Manufacturer narrative:
System analysis / service repair: the reported codes ¿error code 831, 302.12 102.10, 730" were confirmed, errors appeared at system start-up. The laser resonator was replaced and verified to manufacturers specifications.

Manufacturer narrative:
Service in the field was performed on (B)(4) 2015. The resonator s/n (B)(4) was returned to manufacturer on june 01, 2015. Product evaluation summary: the resonator s/n (B)(4) was evaluated on (B)(4) 2015. The evaluation noted no power out through fiber; low power 245w at 110 amps; coupler cover was down revision and stuck. The frozen indicator was noted purple. The coupler cable assembly, coupler cover and desiccant were replaced. The resonator power was re-peaked and a new test report was completed.